Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-04343 addresses the first hemostatic clipping device, manufacture report # 3005099803-2012-04344 addressed the second hemostatic clipping device. It was reported to boston scientific corporation on (B)(6) 2012 that two hemostatic clipping devices were used a during an esophagogastroduodenoscopy (egd) procedure in the stomach on (B)(6) 2012. According to the complaint, during the procedure, the clip would not release from the catheter after deployment. They had to pull both clips off the site in the stomach and successfully completed the procedure with a third hemostatic clip. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-04343 addresses the first hemostatic clipping device, manufacture report # 3005099803-2012-04344 addressed the second hemostatic clipping device. It was reported to boston scientific corporation on (B)(6) 2012 that two hemostatic clipping devices were used a during an esophagogastroduodenoscopy (egd) procedure in the stomach on (B)(6) 2012. According to the complaint, during the procedure, the clip would not release from the catheter after deployment. They had to pull both clips off the site in the stomach and successfully completed the procedure with a third hemostatic clip. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
It was reported the patient is over 18 years. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.